Event description:
It was reported that a consumer's brother used the solution and burned his eyes. The consumer stated that he could be blind. He used the solution and experienced strong pain, swelling, and redness. In the ambulance the "optometrician" diagnosed him with a corneal burn. The reporter believes that "the product is dangerous for life". Additional information received on 01/28/2015 stated that the consumer used the solution for the first time and without the designated lens cup. It is noted that the event resolved. The reporter also stated that the ophthalmologist prescribed an antibiotic eye drop. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).